Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.

Event description:
It was reported that the subject flow diverter stent was implanted successfully during the procedure with a minor ledge distally. Thirty minutes post procedure, the patient experienced weakness showing multiple stroke symptoms with weakness in the left side, facial droop and slurred speech prompting a return to angio suite for intervention. It was discovered that the proximal end of the subject flow diverter had collapsed. An additional surgery was performed, where the physician deployed an additional flow diverter stent to open the proximal end of the subject flow diverter stent. Patient is continuing to experience weakness and is still treated in the intensive care unit at the hospital but shows no stroke on imaging. Patient will continue on dapt and intergrelin for now. According to the physician the reported event was due to subject flow diverter stent failure on the proximal end. No further information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information indicated there was no anomalies to the fds prior to use, the dfu was followed and continuous flush was maintained throughout the procedure. Additional information states "30 minutes into recovery patient experience weakness prompting a return to angio suite. The patient was alert and responsive initially, but began showing multiple stroke symptoms with weakness in her left side, facial droop and slurred speech in pacu. During the assessment they called code stroke for her to return to the angio suite for intervention. Physician attempted to access the collapsed stent with a micro catheter to deploy an additional flow diverter stent to open the proximal end of the stent. Patient is still in the ICU at the hospital with weakness but shows no stroke on imaging. Patient will continue on dapt and intergrelin". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter stent was implanted successfully during the procedure with a minor ledge distally. Thirty minutes post procedure, the patient experienced weakness showing multiple stroke symptoms with weakness in the left side, facial droop and slurred speech prompting a return to angio suite for intervention. It was discovered that the proximal end of the subject flow diverter had collapsed. An additional surgery was performed, where the physician deployed an additional flow diverter stent to open the proximal end of the subject flow diverter stent. Patient is continuing to experience weakness and is still treated in the intensive care unit at the hospital but shows no stroke on imaging. Patient will continue on dapt and intergrelin for now. According to the physician the reported event was due to subject flow diverter stent failure on the proximal end. No further information is available.